Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the info contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with supris suprapubic mesh and restorelle pk mesh. Later the pt experienced exposed mesh on the right side under the urethra, recurrent rectocele and scarring along posterior wall. The restorelle mesh was not attached well laterally or distally and was wrinkled. A partial explant, supris sling revision anteriorly, an excision of restorelle vaginal mesh posteriorly, rectocele repair and cystoscopy were performed under general anesthesia.